Manufacturer narrative:
The t:slim x2 g5 user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had worn the pump during an x-ray. Blood glucose level was 63 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.